Manufacturer narrative:
(Hand piece ports, foot switch board) the reported event of "an ar-8305 console not connecting" was confirmed. This evaluation determined that the reported event occurred due to moisture intrusion resulting from normal wear and tear.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-8305 console not connecting. This was discovered during a procedure with no patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.